Event description:
The doctor indicates that the abutment screw has fractured. The doctor had a replacement screw that was used at the same patient appointment. There is no reported damage to the implant and it remains in place.

Manufacturer narrative:
Visual inspection of the iunihg certain® gold-tite® hexed screw by the complaint investigator has confirmed the screw has fractured on the threads of the screw.the fractured off portion of the screw has not been returned for review. Also,the hex of the device has been damaged.visual inspection and the review of the DHR record did not provide any indication of a manufacturing deviation that would contribute to this event. A technical root cause cannot be determined.(B)(4)